Manufacturer narrative:
Rv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up visit, this right ventricular (rv) lead was found to be dislodged. A revision procedure was performed and the rv lead was successfully repositioned and remains in service. No adverse patient effects were reported. Rv lead remains in service.